Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated. Four (4) retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. Gel smearing was observed on 3 out of 4 tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the testing performed on the retention samples.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was excessive gel in tube, clogged/blocked instrument probe, and gel smearing. The event occurred 50 times. The following information was provided by the initial reporter. The customer stated: there was "increased gel on probes error on the alinity biochem. The customer is experiencing increased probe blockages caused by gel on probe on the abbott alinity system over the last month. This has resulted in increased frequency of sample probes replacement of 3-4 times a week. There has been no change to work processes in the lab. Tubes are stored at recommended storage conditions centrifuged at 1500g for 10 minutes. Identification of possible offending tubes not possible as the samples are on a track system. Customer attributes blockages to gel buildup over a period of time. Inspection of tubes does not however show smearing.